Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both lead were explanted and replaced. Therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00564. It was reported that patient lost stimulation. Lead diagnostics showed that both leads had impedances on all contacts. Targeted pain pattern is back and legs. No accidents, falls, or trauma reported. X-rays showed that both leads had migrated. Surgical intervention may be undertaken to address this issue.